Event description:
Revision surgery was performed to remove a competitor¿s (medtronic) product due to device breakage and to perform another pedicle subtraction osteotomy (pso) to bring the patient¿s back over her hips. The patient is reported to have had high pelvic incidence. The screw was inserted into a hole where a previous screw had been removed. After fifty percent of the 80mm shank was inserted into bone, the tip of the driver snapped off from the instrument and was flush with the screw shank. A removal tool was used and the head of the screw turned and the shank remained motionless. A cutting tool was used to cut the shank and once cut, a removal system was used to fully remove the screw and the broken instrument tip. Another screw was inserted. The difficulty resulted in a delay of 20 - 25 minutes. There were no adverse consequences to the patient. See mfg medwatch report no. 1526439-2013-27986 for the polyaxial screw that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
(B)(4). Visual inspection of the viper universal polyaxial screwdriver revealed that the fracture was located at the driver¿s distal tip. No other visual anomalies were noted during this evaluation. Scanning electron microscopy found evidence of a quasi-static torsional shear failure starting at the hexlobes and extending around the center of the shaft. It was noted that the surgeon did not tap prior to placing the depuy screw in the previous hole from which the competitor¿s screw was removed. This may have subjected the depuy screw to a higher than anticipated torque which resulted in driver tip fracture. Review of the device history record found no discrepancies. No corrective action is necessary at this time as there has been no issue identified in the manufacturing or release of the devices. A twelve month complaint trend analysis was conducted and the device family has been reviewed as a part of post market surveillance activities with no design actions required as a result. At this time, the complaint is considered to be closed.